Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. The investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited oversensing of noise. The noise was thought to be from the minute ventilation signal, so the minute ventilation and rate response trend features were programmed off. A few weeks later the ra lead pacing impedance measurement was greater than 2000 ohms. It was noted that there had been previous spikes in the atrial impedance measurements, but not out of range. The ICD and ra lead remain in service and no adverse patient effects were reported. Additional information was received that the minute ventilation sensor was programmed off in response to the out of range impedance measurements. The implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead remain in service and no adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and another manufacturer's ra lead were explanted due to continued noise. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the minute ventilation sensor was programmed off in response to the out of range impedance measurements. The implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited oversensing of noise. The noise was thought to be from the minute ventilation signal, so the minute ventilation and rate response trend features were programmed off. A few weeks later the ra lead pacing impedance measurement was greater than 2000 ohms. It was noted that there had been previous spikes in the atrial impedance measurements, but not out of range. The ICD and ra lead remain in service and no adverse patient effects were reported.